Manufacturer narrative:
Pc-(B)(4). Date sent: 5/3/2021 this is an analysis of two photos submitted to ethicon endo surgery for evaluation. During the visual analysis of the photos, the following was observed: the first photo shows a device of anvil area with a green reload loaded and the knife slot can be seen damaged. The second photo shows a device of anvil area with a black reload partially loaded and the knife slot can be seen damaged. Also, the reload appears to be partially fired. Based on the photos the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return.

Manufacturer narrative:
(B)(4) date sent: 6/3/2021 h6: mechanical (g04) d4: batch # u5ec85 the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with the anvil bent upwards and with an gst60g reload loaded on the device. The reload was received fully fired. Furthermore the anvil knife slot was noted to be damaged. No functional test was performed due the condition. It should be noted that product failure is multifactorial. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during the lobectomy, could not fire further after fired 1/2, could not open the jaw and used rbrb step to open the jaw, then noted the device was damaged (middle of the deck upwrapped) as the photo shows. Another device got the same issue. There were no adverse consequences to the patient. No additional information could be provided.